Event description:
The patient reported that subseqeunt to the implant of a protegen sling for treatment, pt experienced chronic severe pelvic pain, bladder erosion, and a vesicovaginal fistula. Pt reported they remained incontinent with the sling. Pt reported having high blood pressure before the sling was removed. Pt's urethra was almost severed and was repaired when the sling was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.